Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking, pain, and that the device is faulty"

Event description:
Patient reported ¿leaking¿, ¿pain¿, and ¿device is faulty¿. Device has been explanted. This record is for the left side.